Event description:
It was reported that the screen on the customer's insulin pump froze while attempting to enter carbohydrates. A battery change was performed and the customer received a button error alarm on the insulin pump and none of the keys were responsive. The patient's blood glucose level was 188 mg/dl. It was stated the insulin pump was not bumped, dropped, or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No frozen display was noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.